Manufacturer narrative:
Patient weight not available from the site. While investigating the reported issue, a medtronic representative confirmed the system exhibited the frame rate error when attempting to take fluoro images. A replacement interface cable was shipped to the site. The medtronic representative replaced the interface cable and performed a mechanical and functional test of the imaging system. The test revealed that replacing the interface cable resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The interface cable was returned to medtronic for analysis. On-site investigation was completed on the returned interface cable. A simulated use test was performed. The medtronic investigation revealed no similar failures during the testing process. The reported failure could not be duplicated. Cable found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system displayed a 'frame rate error.' In trouble-shooting, the imaging system the umbilical cable was unplugged and re-plugged and system rebooted. The error display issue persisted. Additionally, reported was that they received e-stop warnings after the lateral and ap images were taken. They simply pressed the e-stop button to remove this warning. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of approximately 10-15 minutes due to this issue. There was no impact on patient outcome.